Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was reported the device was removed in (B)(6) 2013 because it ¿never really worked for them¿. It was reported that the patient was programmed several times however it never gave them any relief. It was reported they were able to turn the stimulation up so high it ¿put them into spasms¿ but never affected their pain level. It was noted the patient had developed many health issues including degenerative disc disease, stenosis and fractures however these had occurred prior to the implantable neurostimulator (ins) being implanted. It was noted because they could not tell what was going on they just ¿left the ins there¿. It was noted that the patient had a myelogram and their health care provider (hcp) told them their spinal cord was ¿pancaked¿ and had to have the device removed. It was reported the myelogram was performed in (B)(6) 2013. It was noted that there was so much scar tissue ¿grown around it¿ so it wasn¿t an option. It was reported the lead was removed by a partial laminectomy and when the hcp removed it they stated it was like they were ¿taking out an alien because there was so much stuff on it¿.